Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. Returned device analysis noted that the device was returned with contrast on the strain relief, on the hub and throughout the entire length of the balloon dilatation catheter (bdc). In this case, it is likely that the bdc was inadvertently mishandling during preparation, resulting in the reported separation. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 1.5x12mm mini trek balloon dilatation catheter (bdc), the catheter was noted to be broken at the shaft near the hub part. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.